Event description:
A customer reported that in an ophthalmic system had the issue with the viscous fluid control (vfc) extract was not happening properly. Procedure details have not been provided. And there was no patient impact reported. Additional information indicated that the event happened during surgery in extraction of silicone oil. The surgery was completed on same date with same machine. There was no patient impact.

Manufacturer narrative:
The company representative was unable to confirm not replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).